Manufacturer narrative:
Investigation: defect: foreign matter ¿ silicone from stoppers. It has been received 2 pictures and 1 sample for investigation. On visual inspection of the 2 pictures and 1 sample received, it can be observed a white foreign matter on the stopper. DHR of lot 1705359p has been reviewed not finding any annotation or deviation regarding the alleged defect. On inspection at 10x, it can be observed this white foreign matter is silicone from stoppers. Stopper are lubricated (with medical grade silicone) and supplied by external supplier. During assembly process stoppers are located in stopper-feeders to be assembled to plungers in assembly wheel. Lubrication from stoppers remained accumulated in this stopper-feeder causing it resulted attached to the stopper. Equipment of manufacturing line is regularly cleaned according to procedure jg-039: once per shift or during any long stop of the manufacturing line. Always any kind of contamination or potential contamination is detected in areas in contact with the product. During mechanical maintenance of the line. Also critical points: during programmed stops of molding machines. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures (jg-302 and jg-303). Process: visual inspection. Assembly: 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift. Packing 3 trays per hour. The incident is reported to area manager.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported, that white foreign matter was found on the black stopper of the bd plastipak¿ with bd leur-lok 50 ml syringe. There was no report of injury or medical intervention.